Event description:
Product analysis of the explanted generator was performed. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. The battery is depleted, 2.048 volts as measured with the can removed and battery still attached to the pcb. In addition, during a diagnostic test attempt, the voltage dropped to 1.640 volts, which shows that the battery is depleted when the device attempts to enter s a functional mode. The data in the diagaccumconsumed memory locations revealed that 113.331% of the battery had been consumed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications, except for the c4 out of specification condition. The cause for the out of specification c4 capacitor (v cpu) value is likely associated with component aging. Follow up confirmed that the physician's programming system has been able to successfully interrogate vns patients since (B)(6) 2013 and there are no issues. No additional information has been received.

Event description:
On (B)(6) 2013 clinic notes were received. Review of the clinic notes dated (B)(6) 2013 indicated that the generator will not interrogate and the physician believes it is at end of service. Additional clinic notes dated (B)(6) 2013 indicate that the patient¿s device was unable to be adjusted because the battery was dead. At the patient¿s previous visit on (B)(6) 2013, the vns was turned on again after being off for some period of time. The battery longevity tables showed that at the device has approximately 0.5-0.9 years from beginning of life to end of service at the patient¿s settings. Therefore it is likely that the device is at end of service. The patient underwent generator replacement due to end of service on (B)(6) 2013. No further information has been received from the physician and the explanted generator has not been returned for product analysis to date.

Manufacturer narrative:
.

Event description:
On (B)(6) 2013 the explanted generator was received for product analysis. Product analysis is currently underway and has not yet been completed.